Event description:
During a cardiac catherization the patient became increasingly hypotensive. The physician ordered a dopamine drip. Pre-mixed dopamine opened and spiked with a new imed cassette tubing. Tubing tightened into the cassette and cassette placed into imed pump. Door closed on pump, pump turned on and attempted to prime. Checked to see that all clamps were open and that rate on pump was set at 000. Pump still would not prime. Thought possible problem with pump; tried different imed pump. Same imed cassette tubing and it still would not prime on the 2nd pump. Tubing changed: 2nd tubing primed on same pump (#2) without difficulty and dopamine drip started at rate ordereddevice labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: telemetry failure. Conclusion: device failure related to patient condition, other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.